Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter and smart device. Dexcom representative advised patient to reinstall the g5 application, repair the transmitter, and to turn off the receiver to allow single connection to the transmitter. No additional patient or event information is available.